Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they were having trouble recharging the ins. Pt stated that it would take maybe 15-20 minutes just to get the ins to start recharging. Pt stated that they would move the rtm paddle all around, however sometimes the ins would start charging and sometimes the ins wouldn't start charging. Pt stated that the controller wouldn't hold a charge to fill the ins battery up. Pt noted that the controller battery was depleted and that the ins was at 80% currently. Pt confirmed that the rtm paddle would get hot while trying to recharge the ins. When pss asked for the event date, pt stated that it's been about the last three times that they've tried recharging their ins; pt stated that they would recharge their ins about every 7 days; pt stated that the issue first started 3-4 weeks ago. Pt called back stating they got the new rtm but when they go to charge their implant they still got poor recharge quality. Pt noted they could not charge when using the recharging belt. During call when question if they had any recent falls or traumas the pt did confirm that they have had a terrible time falling. Pt called back and said they have a letter dated (B)(6) asking about the issue on (B)(6). Pt said that they got the letter and they were supposed to ship back the part that they were having trouble with while charging their implant. Pt said when they used the recharger, the recharger took forever to take hold and charge. Pt said that neither really worked great; pss understood that pt was saying the rechargers that they had didn't work great. Pt said they haven't used the replacement yet but did receive the replacement. Pt said as soon as they do use the replacement, they will send the previous part back. Pt also said they will call ps back if they have issues charging their implant with the replacement. Pt said that they have been keeping in touch with their medtronic rep about the situation. Pt said that they gained weight and they think that is the problem they are having now. Pt said they are being to think this is a "normal fad".

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). B3: date is estimated; month and year are valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.